Event description:
It was reported that the customer's blood glucose level was 47 mg/dl. She treated her low blood glucose level with coffee. The customer received a sensor error and a calibration error alarm. She pulled out the sensor while trying to remove the transmitter. The product will return. Nothing further to report.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the sensor was received in said condition due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.